Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the video system center changed the ultrasound image to endoscope image, and the usb cable between the processor and keyboard was too tight. These issues occurred at a procedure. There were no reports of patient harm.